Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death and the associated complications are known and anticipated complications to these types of procedures and is listed as such in the directions for use. The physician attributes the patient's death to their presenting condition. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported the patient underwent endovascular embolization of an acutely ruptured anterior communicating artery (acom) aneurysm. Upon attempted deployment of approximately 2-3mm of the coil, there was an unexpected movement of the microcatheter tip that resulted in the coil pushing through the dome of the aneurysm causing the aneurysm to re-rupture. An attempt was made to deploy additional coils within ruptured aneurysm, however immediate vasospasm and an adjacent hemorrhage mass affect prohibited microcatheter and coil placement. The microcatheter and coil were removed as one unit from the patient. 100mg of protamine sulfate and 50mg of mannitol were immediately administered intravenously and a right frontal external ventricular drain (evd) was emergently inserted. The patient later suffered brain herniation and subsequent brain death.

Event description:
It was reported the patient underwent endovascular embolization of an acutely ruptured anterior communicating artery (acom) aneurysm. Upon attempted deployment of approximately 2-3mm of the coil, there was an unexpected movement of the microcatheter tip that resulted in the coil pushing through the dome of the aneurysm causing the aneurysm to re-rupture. An attempt was made to deploy additional coils within ruptured aneurysm, however immediate vasospasm and an adjacent hemorrhage mass affect prohibited microcatheter and coil placement. The microcatheter and coil were removed as one unit from the patient. 100mg of protamine sulfate and 50mg of mannitol were immediately administered intravenously and a right frontal external ventricular drain (evd) was emergently inserted. The patient later suffered brain herniation and subsequent brain death.